Event description:
It was reported that the pump exhibited a large discrepancy between the remaining amount and the actual remaining amount of the measured medication. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.